Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer had kidney failure; she went for back surgery and then got a urinary tract infection. The customer was hospitalized on (B)(6) 2014. From there she went to the rehabilitation, and then went to the hospital on (B)(6) 2014. Then she experienced low blood glucose readings and the doctor found the customer unconscious with blood glucose of 5 mg/dl. The customer had a stroke. The customer was not using the insulin pump and was not wearing it at the time of death. The customer was off the insulin pump since (B)(6) 2014. The doctor did not want the customer to use the device because her blood glucose was too far out of control. The customer was not using the sensors. The customer's blood glucose at the time of death was unknown. The caller agreed to return the insulin pump for analysis. No further information is available at this time.